Manufacturer narrative:
(B)(4). The complaint has been confirmed. Visual inspection revealed that three of the four set screws were unscrewed from the connector block assembly. The other setscrew for port a was not in the connector block, and not returned for analysis. When the set screws were put back into the connector blocks, they locked into a test lead without any anomalies and they exhibited normal device characteristics. Review of the DHR did not indicate any anomaly.

Manufacturer narrative:
Additional information was received that x-ray was taken and showed that no device was left inside the patient's body.

Event description:
A report was received that during device analysis visual inspection revealed that three of the four set screws were unscrewed from the connector block assembly. The other setscrew for port a was not in the connector block, and not returned for analysis. It was not known if it was left inside the patient¿s body.

Event description:
A report was received that during device analysis visual inspection revealed that three of the four set screws were unscrewed from the connector block assembly. The other setscrew for port a was not in the connector block, and not returned for analysis. It was not known if it was left inside the patient¿s body.